Event description:
Certified surgical technician noticed before plugging in the device that it would not operate correctly. It would not open or close. Device was discarded, it did not reach the patient.